Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Moreover, analysis did not confirm the high threshold allegation based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Further, there were no device defect, malfunction or damage found.